Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported failure to achieve hemostasis could not be replicated in a testing environment as it was based on operational circumstances a review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical product: terumo 180cm guidewire, 8f sheath, intra-aortic balloon pump, heparin. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other proglide device is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery (lcfa) was attempted using a proglide device with an 8f sheath after an intra-aortic balloon pump (iabp) had been placed in the lcfa for one week and a hematoma had appeared in the left groin. Reportedly, the first proglide suture was placed; however, the suture trimmer did not reach down to the artery. The rail suture was cut. A second proglide was used but bleeding continued. An attempt to rewrap the rail suture still did not achieve hemostasis. A surgical cut down found the proglide rail suture was not on the arterial wall because the artery had been torn by the iabp sheath. Surgical suturing repaired the vessel and achieved hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy due to the use of the proglide devices. No additional information was provided.